Event description:
The user reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. Evaluation revealed that the force sensor plate was visibly damaged. The force sensor resistance reading was tested and found to be out of calibration. During evaluation, the pump did not detect the cartridge on the load step and dispensed fluid.